Manufacturer narrative:
Combination product: yes.

Event description:
Noise is present on the lv channel that is induced at the pocket level. The only configuration that can be used is lv2-can with a threshold of 5.5v@1ms. After the device went into eri, a revision was scheduled, the lead was capped and a new lead has been placed.

Manufacturer narrative:
Combination product: yes. As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the manufacturing documents of the device as well as on the provided data. The quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. The analysis of the provided trend data, acquired between 21st of april 2025 and 16th of december 2025 recorded a slightly fluctuating pacing impedance between 400 ohms and 500 ohms. No iegm episodes were provided. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead itself would be necessary to determine the root cause. Should additional information or the device itself become available for analysis, the investigation will be updated.